Event description:
It was reported stimulation was intermittent and there was a loss of therapeutic effect. It was noted there were times when the patient felt no stimulation from the ins "whatsoever". It was also noted that after 3-6 hours of not feeling stimulation, the patient's symptoms return. The patient had to turn up amplitude to get symptom relief. It was noted the patient had "worse urgencies than before they had it put in" and reported getting extremely rapid "flutter rates". Patient noted the healthcare provider (hcp) recommended staying on program 1 for one week before trying a different one. It was noted the patient had an appointment scheduled with their hcp. Follow up reported the patient was still having concerns with their therapy or device but they were working with their doctor or representative. Appointments were noted on (B)(6) 2012 and (B)(6) 2013. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical devices: product ID: 3093-33, lot#: va02pfl, implanted: (B)(6) 2012, product type: lead; product ID: 3037, serial#: (B)(4), product type: programmer, patient. (B)(4).